Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: is the patient expected to have a full recovery? Yes. What is the patient's current status? Normal. Is the surgeon an experienced user of this product? Yes. Does the surgeon generally use er320 for lap chole cases? Yes. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? He would say so. The surgeon didn't notice anything strange. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Cystic artery. Were any unexpected noises heard? If so, when? None. Was the device fired after this incident in or out of the patient? Yes, in the patient by the surgeon and out of the patient by the scrub nurse. What were the patient's pre-existing conditions? "Elective" surgery. Does the patient have any relevant history of surgical treatments? If so, what? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, this clip applier was being used to close the cystic duct. The clip applied was scissored, and created a tear in the cystic duct. Therefore, the surgeon had to apply monofilament sutures upstream the injury.

Manufacturer narrative:
(B)(4).